Manufacturer narrative:
This report filed march 9th, 2016.

Manufacturer narrative:
This report filed january 13th, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported), due to an unknown reason and the patient was reimplanted with a new device on (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the patient elected to have the device explanted as a result of experiencing pain around implant site. This report filed february 4th, 2016.